Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade procedure inconsistent capture was noted on the device in relation to the his bundle lead. It was noted the chronic his lead was plugged into the atrial port by medical judgement. Unstable thresholds were noted on the his lead which the physician thought may be related to the patient's medical condition. The patient was placed on digoxin. The device was attempted / not used and the replaced with a crt-p. The lead remains in use. No patient complications have been reported as a result of this event.